Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, could not be verified due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms and the pump was hot to touch while charging despite using multiple usb cables and wall adapters. The customer is unable to fully charge the pump battery as the pump gets too hot to touch. The pump was not exposed to abnormal temperature conditions. Customer's blood glucose level was 72 mg/dl at the time of the report. Reportedly, the customer continued using the pump for insulin therapy.